Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a severely calcified and moderately tortuous forearm . A 6.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilation and was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling mr balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).